Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8946018) was placed in target site and tried to be release. The physician observed that distal markers of stent were converged which could not be opened. The doctor retracted the stent and the stent was impeded in y connector and could not be retracted. The doctor removed the stent and y connector as a whole and switched to a new stent and a new y connector to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information was received on (B)(6) 2024 indicating that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device prior to the incomplete expansion. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The procedure was delayed by less than 5 minutes with no clinical significance. A non-sterile enterprise2 4mmx23mm no tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned inside a y-connector. The introducer and delivery wire were found in good conditions. The stent was retrieved from the y-connector and was inspected under magnification. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The issue reported regarding the distal markers of stent being converged is not confirmed, as the stent did not have any structural damage. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. The reported issue, where the stent was stuck in the y-connector and could not be retracted, was confirmed during the device inspection. The stent¿s detached condition in the y-connector indicates that the enterprise introducer was not fully seated in the hub of the microcatheter. As a result, the stent expanded within the y-connector, creating resistance. This led to the application of sufficient push/pull force, which disengaged the stent from the delivery wire. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8946018. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, enterprise2 4mmx23mm no tip intracranial stent (encr402300, 8946018) was placed in target site and tried to be release. The physician observed that distal markers of stent were converged which could not be opened. The doctor retracted the stent and the stent was impeded in y connector and could not be retracted. The doctor removed the stent and y connector as a whole and switched to a new stent and a new y connector to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information was received on 11-nov-2024 indicating that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device prior to the incomplete expansion. The stent did not appear damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. The procedure was delayed by less than 5 minutes with no clinical significance.